Manufacturer narrative:
The patient returned for a follow-up CT on (B)(6) 2014. Based on a review completed by trivascular on may 19, 2014, the endoleak was determined to be a type ii endoleak and not a type ia. Type ii endoleaks are not considered to be related to the device. There have been no adverse sequelae reported. Remains implanted.

Event description:
The pt underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2013. The aneurysm was successfully excluded and there were no pt sequelae. The routine one month follow-up was uneventful. The pt presented with a type ia endoleak at the routine six month follow-up on (B)(6) 2014. The physician elected to monitor the endoleak and take a CT in (B)(6) 2014. There is no re-intervention planned at this time and no info has been obtained to confirm the presence of a type ia endoleak and/or assess the root cause for this incident.